Event description:
Patient had aortic valve replacement approximately 4 months ago during which a livanova 3t heater cooler device was utilized during procedure. Post-procedure: aortic valve tissue tested positive for mycobacterium chimaera. Upon consult with the state and the center of disease control(cdc), it was recommended that this event be logged via this FDA medsun report. Additional questions and answers: 1. Was there a previous valve surgery? No. This was the initial surgery. There was not a prior procedure. 2. What were the symptoms the patient experienced and when did the symptoms start? Patient was pregnant and had infected endocarditis and bacteremia with decompensating heart function from valve regurgitation. Blood cultures to date have not grown mycobacterium. 3. How is the patient currently doing? Patient is currently stable 4. Was the heater-cooler from the original surgery tested? What is the current status of those heater-coolers? This was the only surgery the patient had. No devices have been tested. 5. What brand of heater-coolers is the hospital currently using? Is the hospital testing them and if so, what are the results? Livanova 3t. We do not currently test the devices. 6. Has the hospital followed the IFU (instructions for use) from sorin/livanova on cleaning/disinfection? Yes - IFU is followed 7. Can you please confirm the serial number of the device? These devices typically start with 16s as opposed to a 165. (B)(6). Additional questions: 1) which valve tested positive for the mycobacterium: the patient's native valve or the replacement valve? Patient's native valve. 2) what type or what was the source of the replacement valve? Valve aortic 23mm carpentier-edwards perimount magna ease - (B)(4). 3) in speaking with the cdc, there was mention that water tested positive for mycobacterium. Do you know the source of the water that was tested? All 6 scrub sinks and one hand washing sink in the sub-sterile area were positive for mycobacterium species, 218 cfus or less. One ice machine had 600 cfus, and the other had 30 cfus. The microbiologist from special pathogens lab said this was likely colonized in the faucets and recommended running the water for a period of time each morning to flush the faucets, which is being done. All testing was pre filter. The heater/cooler units are only filled from water filtered through a 0.2 micron filter.

Event description:
Patient had aortic valve replacement approximately 4 months ago during which a livanova 3t heater cooler device was utilized during procedure. Post-procedure: aortic valve tissue tested positive for mycobacterium chimaera. Upon consult with the state and the center of disease control(cdc), it was recommended that this event be logged via this FDA medsun report.

Event description:
Patient had aortic valve replacement approximately 4 months ago during which a livanova 3t heater cooler device was utilized during procedure. Post-procedure: aortic valve tissue tested positive for mycobacterium chimaera. Upon consult with the state and the center of disease control(cdc), it was recommended that this event be logged via this FDA medsun report.

Event description:
Patient had aortic valve replacement approximately 4 months ago during which a livanova 3t heater cooler device was utilized during procedure. Post-procedure: patient¿s native aortic valve tissue tested positive for mycobacterium chimaera. Upon consult with the state and the center of disease control (cdc), it was recommended that this event be logged via this FDA medsun report. Additional information: patient was pregnant and had infected endocarditis and bacteremia with decompensating heart function from valve regurgitation. Blood cultures to date have not grown mycobacterium. Patient is currently stable.